Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts on the distal half of the stent stretched, distorted and pulled over the bumper tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner/outer shafts found the extrusions damaged, kinked and stretched at 1cm proximal from the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as during preparation, the sheath was grabbed instead of the proximal tip. The dfu states: ¿remove the product mandrel and stent protector by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently remove distally.¿ (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25x38 synergy¿ drug eluting stent was selected for use to treat the lesion. During preparation, while the nurse was removing the protective sheath of the stent, the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 year or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25x38 synergy drug eluting stent was selected for use to treat the lesion. During preparation, while the nurse was removing the protective sheath of the stent, the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported.